Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience pro is currently not commercially available in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a mildly tortuous, heavily calcified, 90% stenosed, mid right coronary artery procedure, during advancement the 3.0 x 23 mm xience pro failed to cross the target lesion due to the patient's anatomy and the proximal shaft broke. Another xience pro was used to successfully complete the procedure and timi iii flow was achieved. There were no adverse patient effects or a clinically significant delay in the procedure reported. There was no additional information provided.